Event description:
A tech reports a pt experienced an undercorrection in the right eye following refractive surgery. An enhancement was performed approx 8.5 months following the initial procedure. At one month post-op, this pt's right eye was plano and ucva was 20/15.

Manufacturer narrative:
A review of this system's history shows the territory mgr was onsite following this event and completed a successful system verification to specifications. Logfile review from the date of event showed this pt's treatment was completed to 100% without any user or system induced issues or interruptions. All laser system functions were specifically throughout the case. A root cause has not been identified, as the system was operating within specification. (B)(4).